Manufacturer narrative:
The device history record (DHR) of lot number 236716 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab (B)(6) 2018. It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis. In (B)(6) of 2018 right sided deflation was observed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 09/24/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis. In (B)(6) of 2018 right sided deflation was observed. As a result, an explant is planned for (B)(6) 2018.